Event description:
The clinic reported that a pt presented with an epithelial ingrowth following a laser vision correction enhancement procedure performed on (B)(6) 2011. The pt's incorrected visual acuity was 20/25 with topo changes. The pt's flap was refloated and an epithelial ingrowth was removed under the laser on (B)(6) 2011. The pt continued to experience blurry vision in the left eye and had an epi ingrowth removed on (B)(6) 2011.

Manufacturer narrative:
(B)(4) - no clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.